Event description:
A cartridge change error was reported with the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to ensure the cartridge was properly snapped into place, confirmed they heard a loud click, and successfully completed the load process, allowing them to resume insulin delivery.